Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that upon insertion of the lens into the patient's left eye under surgical microscope, the doctor noticed some irregularities on the posterior edge of the lens, close to but not over haptic-optic junction, 180 degrees apart from each other. She tried to aspirate/rub these ¿¿fiber-like¿¿ asperities without success. The surgery was normally performed. Alcon provisc used as ophthalmic viscosurgical device (ovd) inside the iol inserter. The lens remains implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 1/19/2018. Device evaluation: the lens remains implanted. However, the delivery system was returned in its original package. Visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed advanced in the preloaded insertion system. No assembly errors and/or defects were observed in the preloaded device related to manufacturing process. Loose fibers/particles were observed on the device related to the handling of the unit out of a sterile environment. Residues of lubricant material were observed on the cartridge which indicated that the unit was handled and prepared for surgical use. Slightly dent/distortion was also observed on cartridge tip. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for surgical use. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.